Event description:
It is reported that the pt was revised due to pain and loosening.

Manufacturer narrative:
Eval summary: implant surgical notes indicate the knee was bathed in warm saline once the components were cemented in place. It is suspected that placing bathing the knee in warm saline could impact the curing time; however, it is unk what impact this would have on final cement fixation. Revision surgical notes indicated the tibial plate was well fixed medially with loosening laterally. No devices or photos were received; therefore, the condition of the components is unk. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Root cause remains unk at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The event described on this report was previously submitted on mfg report number: 1822565-2013-01504.